Manufacturer narrative:
Contact name is unknown as it was not provided. (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The patient interface is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported that suction loss during laser firing. The surgery was completed the same day of the incidents using the same cone but different suction ring and syringe. The patient is doing well. This is 2 of 2 reports.